Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number unknown.

Event description:
It was reported that the unknown biomet screw fractured inside the implant. The doctor was unable to remove the screw so the implant was consequently removed and the site was bone grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A fractured piece of screw in the internal threads of the an osseotite implant (osm311) was returned for investigation. Measurement analysis could not be performed due to the fractured state and the conditions of the returned screw. Functional testing to recreate the reported event could not be performed due to the state of the device and nature of the event. No pictures or x-ray images were provided for the reported event. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint reported that the abutment screw fractured. The reported event is confirmed upon inspection as the unknown screw was fractured. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Device available for evaluation change 'no' to 'yes'. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Evaluation codes. Additional narrative.